Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a difference in the values of the sensor glucose and blood glucose readings. Customer states that at times he would roll onto his sensors in middle of his sleep, which is the reason for his low blood glucose. Customer was advised to insert the sensor on his mid side to help the situation. Customer also states that the insulin pump is alarming, which is the reason for the increase/decrease of the blood glucose values. The blood glucose reading is 162 mg/dl. Nothing further reported.